Event description:
Healthcare professional reported "textured" against right device. Healthcare provider additionally reported preoperative findings of "capsular contracture baker grade IV" with operative findings of "implant surrounded by thick and dense scare tissue (baker IV encapsulation) present as well in underlying pectoralis major some calcium deposits are seen intra-thecally." "The right implant is partially deflated." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Deflation: observed, one opening assessed as fold flaw opening and two openings assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Calcification: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation, calcification, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to product concern." Healthcare professional additionally reported preoperative findings of "capsular contracture baker grade IV" with operative findings of "implant surrounded by thick and dense scare tissue (baker IV encapsulation) present as well in underlying pectoralis major some calcium deposits are seen intra-thecally." "The right implant is partially deflated." The device has been explanted.